Event description:
It was reported that an incomplete bolus alerts was received. The customer's blood glucose level was reported to be (459 mg/dl). The customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The t: slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.